Event description:
It was reported that the insulin pump alarmed button error. The customer was gardening at the time. The customer reported that it had been a hot day and the customer had been wearing the insulin pump directly on their body. The customer's blood glucose was 5.2 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.